Manufacturer narrative:
Reported event of loop failed to cut. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a sensation medium oval flexible snare was used during a colonoscopy procedure performed on (B)(6) 2017. According to the complainant, during the device failed to cut the polyp without the use of cautery. The procedure was completed with another snare. There were no patient complications at the conclusion of this procedure and the patient was reported to be fine.